Event description:
The customer reported receiving a "sensor error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, the customer felt dizzy and passed out to go to the bathroom. The customer reported they were found lying on the floor by a family member. The customer was in contact with the hcp to have an MRI procedure to check for some fractures when they fell. It was reported that levemir was removed from their medication, and usage of metformin and ozempic was maintained. No glucose treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). Observed no failure modes upon visual inspection of the plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "sensor error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, the customer felt dizzy and passed out to go to the bathroom. The customer reported they were found lying on the floor by a family member. The customer was in contact with the hcp to have an MRI procedure to check for some fractures when they fell. It was reported that levemir was removed from their medication, and usage of metformin and ozempic was maintained. No glucose treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.